Event description:
It was reported that this right ventricular (rv) lead was attempted due to the lead failed to cross, and severe bending was observed in the midsection of the lead during the advancement. This rv lead was replaced and not implanted. No adverse patient effects were reported.